Event description:
It was reported that two (2) controllers exhibited controller loss of power and an unknown alarm. The patient change the primary controller to the back up controller and was unable to clearly explain the reason for this change and stated that it was allegedly due to an alarm. The primary controller was removed from service and the back up controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2025 /serial or lot#:(B)(6). D9: no h3: no h4: mfg date: 14-dec-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for investigation completion. Product event summary: two (2) controllers ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis associated with (B)(6) revealed that the controller was in use for more than two (2) years. Of note, log files covering the reported event date associated with (B)(6) were not available for analysis. Log file analysis associated with (B)(6) revealed one (1) controller power up event without an associated motor start event was logged on (B)(6) 2026 at 04:20:04, followed by one (1) vad disconnect alarm logged at 04:20:09, indicating that the controller was powered on without the driveline connected. An additional controller power up event with an associated motor start event was logged at 04:21:38. Review of the event log file revealed that, prior to the controller power up e vent, the controller last had power on (B)(6) 2022, indicating that the controller power up event likely occurred during a controller exchange and/or troubleshooting. As a result, the reported event involving an unknown alarm could not be confirmed due to insuffic ient evidence and a possible root cause could not be determined. The most likely root cause of the controller power up event involving (B)(6) can be attributed to a controller exchange. Based on the available information, the most likely root cause of the vad d isconnect alarm can be attributed to the controller being powered on without the driveline connected, likely in preparation for the reported controller exchange. Additional products: controller serial or lot#: (B)(6), h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.